Event description:
It was reported that there was a reaction during a PICC insertion. The patient experienced a shortness of breath, felt like face was swelling, they had difficult breathing, their heart rhythm was normal, and their face went red like a lobster. They increased their oxygen and the PICC was not removed. There may be an allergy to peptaz from before.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device remains in the patient. A lot history review (lhr) of rewk 1733 showed no other similar product complaint(s) from this lot number.